Event description:
Pt reported "I am receiving electrical shocks and I am not getting medication. My refill doctor said there's nothing he can do and gave me oral medication to stop the withdrawal." The infusion report was reported to be infusing morphine. In addition to the infusion pump, MFR device registration records indicated the pt also had a medtronic neurostimulation system, and a portion of the system was removed in the year 2000. The pt further reported wanting to get in contact with physician that implanted the pump. Add'l info has been requested from the pt's physician regarding the reported events. A follow up report will be sent when new info is received.